Event description:
It was reported that the patient presented for an implant procedure. It was reported that the right ventricular lead was unable to be implanted. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were ¿cannot be well fixed¿, operation issue, and unable to implant. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning the helix, it could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. Electrical test was normal with no anomalies found.